Manufacturer narrative:
Please reference related manufacturer report number: (B)(4). Correction to e1 and e3. The devices were not returned to edwards lifesciences for evaluation. Imagery of a sample esheath with marking show where the split occurred. The 3mensio imagery was provided for evaluation. The patient¿s access vessel (right femoral/iliac) appears to have some calcification and tortuosity present. DHR review revealed no manufacturing nonconformance identified that would have contributed to the complaint event. Lot history review did not reveal any other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: heparin should be given prior to sheath placement to ensure act = 250 sec. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Additional considerations: know position of sheath tip in the aorta. Push force can vary due to angle insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. Ensure sheath is wet before inserting. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. Insert sheath with edwards logo facing upward until the sheath tip is past aortic bifurcation (above the renal arteries). Suture sheath in place and remove dilator. Intermittently flush sheath with heparinized saline per standard technique. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿sheath distal tip ¿ split¿ and ¿sheath shaft ¿ insertion difficulty -in patient¿ were unable to be confirmed. The device was not returned and imagery of the device was not provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Review of DHR and lot history showed no indication that a manufacturing nonconformance contributed to this event, and a review of manufacturing mitigations supported that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU / training materials revealed no deficiencies. Per the report, starting with accessing the right femoral artery, there was calcium at the external iliac artery tearing the esheath. Then, it got stuck. Per the provided 3mensio, calcification and tortuosity were present in the patient¿s vasculature. Calcification may interact with the sheath tip (and along shaft) during device insertion, damaging the sheath and preventing further advancement of the device. Tortuosity may increase the likelihood of device interaction with calcification. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification/tortuosity) may have contributed to the reported event. The complaints were unable to be confirmed. As the device was not returned, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification/tortuosity) may have contributed to the complaint event. Since no labeling, training, or IFU deficiencies were identified or manufacturing non-conformances were identified, neither corrective/preventative action, nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. The report represents the sheath used in the case.

Event description:
As reported by our affiliates in (B)(6), while inserting the sheath into the right femoral artery, there was calcium at the external iliac artery tearing the esheath. The esheath got stuck. The esheath was removed from the patient and a tear in the distal tip of the sheath was observed. A new esheath was inserted smoothly. Bav was performed, and a 23mm sapien 3 valve was deployed with 2cc of additional inflation volume. Post deployment tee showed moderate paravalvular leak (pvl). The valve was post dilated with an additional 1cc of inflation volume (+3cc) and the pvl was reduced to mild. A few minutes later, the patient¿s blood pressure became unstable. Tee found no rupture. A native leaflet was thought to have partially obstructed the left main coronary artery. A stent was placed in the left main artery. There was no vascular injury. The patient was doing well and was extubated 1 day after tavr procedure. Due to several limitation from the patient¿s anatomy and borderline size (between 23-26 mm), a 23mm sapien 3 valve with 2cc of additional inflation volume were used during implant to minimize the risk of pvl. The patient¿s annulus area was 436.3 mm2 with artifact by CT, lvot 387.3 mm2, sov 28.6 x 29.5 x 31.1 mm, small stj 22.0 x 23.9 mm x 20.2 with calcium, low lmca height 8.8 mm, and low lca. A sample photo of an esheath demonstrated a tear in the distal tip.